Event description:
The reporter indicated that an explanted vns generator, which was confirmed to be at end of service (eos), exhibited an "out-of-limit (high) supply current 1ma" during product analysis. Later, this analysis revealed that the event was due to a selectable value r35 resistor. Though the out-of-limit supply current could have potentially been a contributing factor to the eos of the device, the remaining battery longevity was calculated to be -2.38 confirming that eos was an expected event.